Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced with another icm. The new device remains in service and the return status of the original device is unknown. No adverse patient effects were reported.